Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was over 600 mg/dl. Customer wanted to run some tests to test the device. Device passed the displacement test and self test. Customer was advised to contact the healthcare professionals. Customer will not be returning the device for analysis.